Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained via: . - please provide lot number - was there any additional tissue damage as a result of searching for the needle piece? - please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿I don¿t have the lot number, and I can¿t guarantee that the box that is in use now is the same box that the broken suture was from. - I don¿t believe there was any harm to the patient. - I don¿t believe the team were able to track down the suture unfortunately. Although they did an x-ray and it was confirmed that it was not inside the patient.¿ d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, noted that the tip of the suture needle had broken off when it was being returned to the scrub nurse. X-ray completed, but tip was not visible. Surgical wound checked and consultant confident tip was not in patient. Surgeon confirmed that there was no adverse harm to the patient. There were no adverse reported. Additional information was requested.